Event description:
It was reported that one day following right knee arthroplasty, it was identified that the patient had experienced a tibial shaft fracture during implantation of the tibial stem after reviewing post-operative x-rays. The patient was placed on non-weightbearing restrictions and advised to utilize a walking boot for stabilization with continued physical therapy. The fracture healed within a few months. Operative notes from the procedure noted no intraoperative complications. The patient achieved full range of motion and good stability with placed components. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant devices - persona revision cemented offset splined stem extension 6mm x 17mm catalog #: 42560613517 lot #: 64567586, persona revision standard femoral component right size 7 catalog #: 42504606202 lot #: 64267878, persona revision cemented tibial augment half block right lateral size cd 10mm catalog #: 42555803210 lot #: 64695990, persona revision cemented tibial augment half block right medial size cd 10mm catalog #: 42555803410 lot #: 64661875, persona revision tibial central cone size x-small catalog #: 42545000510 lot #: 64643012, persona revision cemented tibial component right size d catalog #: 42542006702 lot #: 64326744, persona revision constrained fixed bearing articular surface right 14mm catalog #: 42522800514 lot #: 64277780. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - stem. Review of medical records received confirmed the patient's post-operative fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.